Event description:
The customer contact reported a burning smell. The device was returned to the biomedical department with a note that indicated broken. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient effects or delays in critical therapy. No medical intervention were implemented. During testing at the user facility, a burning smell was noted. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.